Event description:
It was reported that, "this implant was being opened by the circulating nurse during a total knee. The nurse observed that the inner package had a hole in it, and did not put the implant on the sterile field. Another femur was opened."